Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is in the hospital with high blood glucose of 321mg/dl. It was stated that the battery last only two days maximum, and then alarmed low battery. Troubleshooting was performed. Reviewed the alarm history and found that the last battery change was the day of call. No further information was provided.